Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05888 and 2014-07271).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported patient underwent a right total hip arthroplasty on (B)(6), 2006. During post operative monitoring and testing, periprosthetic fluid was noted on the anterior lateral. The fluid measured 17.3 x 13.5 x 9.1 x 0.0. These findings were found due to follow up testing, there were no symptoms reported by the patient. Product identification for right total hip arthroplasty has been reported.